Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the orange priming cap is used by pharmacy to prime the texium primary set and that when disconnecting after infusion, fluid is noted on the texium and smartsites. There have been multiple instances, however, no specific event details are available and no samples have been saved. There was no patient harm.